Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer reported that she performed a blood glucose testing with the contour next ez meter and obtained a reading of 396 mg/dl at 4:42 a.m. The customer took 15 units of insulin based on the reading of 396 mg/dl and experienced symptoms of hypoglycemia which were described as queasy, stumbling, and felt like she was going to faint. The customer performed another test with the meter and obtained a reading of 77 mg/dl at 4:42 a.m. The customer ate peanut butter after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house testing was performed using the in-house contour next ez meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. Additionally, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found. In section h5 of the initial report 'no' was inadvertently selected for 'labeled for single use'. This section has been corrected with 'yes'.